Event description:
The patient was connected to a tpn infusion during the evening, and the following morning no reduction in solution volume within the bag was noted. The pump produced no alarm and the patient indicated that the pump sounded like it was working during the intended infusion.